Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating and the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. The customer's blood glucose was 108 mg/dl. A replacement pump was sent to the customer. The customer will continue to use the pump for insulin therapy.